Manufacturer narrative:
A sample with a probnp result of 689 pg/ml and another sample with a ck-mb result of 1.7 ng/ml was provided. It is unknown if these results apply to the same patient as there was no patient information provided by the customer. (B)(4).

Event description:
The customer complained of questionable results for elecsys ferritin (ferr), elecsys ft4 ii assay (ft4), elecsys probnp ii immunoassay (probnp), elecsys pth immunoassay (pth), elecsys t4 assay (t4), elecsys tsh assay (tsh), elecsys ck-mb immunoassay (ck-mb). A total of 31 results were questioned by the customer. The data was provided for 14 samples of which 12 were a reportable malfunction. The total number of patients involved and patient information was requested but not provided. Qc results prior to the event were all within range, but following the event all qc results were out of range. The initial results were reported outside of the laboratory. Corrected reports had to be issued for an unknown number of patients as the repeat results were deemed to be correct. There were no adverse events the reagent lot numbers and expiration dates for ferr, ft4, probnp, pth, t4, and tsh were requested but not provided. The samples were aliquoted by a modular pre-analytics system. The field engineering specialist found that because of improper replacement and handling of the procell and cleancell solutions there were possible air bubbles in the system during operation. He checked multiple mechanical components along with performing both performance testing and precision testing. The customer performed qc testing and comparison testing of patient samples. All the results were acceptable to the customer.

Manufacturer narrative:
The customer was contacted to verify that the aspiration filters for the procell and cleancell were present. The customer stated the filters are in place, but starting on (B)(6) 2017 qc is out again on multiple tests. There were no patient samples affected. The investigation is still ongoing.

Manufacturer narrative:
The customer verified that the issue has been resolved and that there have been no further issues. The field engineering specialist initial findings can explain the observed behavior.